Manufacturer narrative:
Device evaluated by MFR: we received 4x full screws (no missing portions of these screws) (co-3140-s, col-3140-s, col-3140-s and co-t2312-s), 1x screw shaft (head detached), and 1x vdr plate (70-0359-s) with 3x detached screw heads embedded in distal row (co-t2318-s, co-t2322-s, and co-t2320-s). Performed visual examination without magnification. Visible wear at shaft/locking transition thread on 461218. Visible scratches, wear, and scuffing on 502844. Performed visual examination with magnification; will be split into subsections for readability. Embedded screws in plate: all screw heads embedded in plate exhibit significant/notable warping/degradation of the hex drive feature at the six points of the feature; there is discoloration and anodization wear (potentially indicative of large applied torques). All screw heads embedded in plate exhibit a fracture plane that is largely flat with a bumped texture and no signs of necking/ductility. 461311 and 484125 do have a spiraling construct where thread around the outer edge spiraled upwards while breaking, but the majority of the fracture plane is still flat and consistent with brittle fracture. 473533 has bone-esque debris within trough of locking thread. Light anodization wear on 484125 locking thread observed. Loose gold locking screw shaft with no head: fracture plane is largely flat with texturing/bumpy surface consistent with brittle fracture from an overloading event. Major anodization wear noted on shaft thread near this fracture plane. Note that this thread wear is on shaft thread, which should solely be engaging bone; it is possible that this significant wear came from engagement with another material other than bone. Loose blue locking screws: 506149 noted as having significant wear at the head as well as in the drive feature; notable anodization loss and/or yellow/brown discoloration is apparent in these regions. Thread anodization loss is also present on this screw both for all 4 turns of locking thread and on several turns of shaft thread near the opposite end. 494171 also noted as having significant wear at head and drive feature including notable anodization loss to scraping/scratches. This screw is also similarly noted as having anodization wear on all thread in locking region as well as several turns of thread in nonlocking/shaft region near the opposite end. Loose silver nonlocking screw: condition of 502347 appears significantly better than other screws in this batch; this may due to it being more difficult to perceive anodization wear on silver screws. Wear is present on head and drive feature. No major wear noted along shaft thread. Loose gold locking screw: 461218 exhibits significantly heavy wear at head and drive feature with anodization loss, deformation of the drive feature, and sheared metal within the feature. This screw also exhibits significant loss of thread anodization in locking thread as well as shaft thread near opposite end. Additional mdrs associated with this event: 3025141-2021-00120: screw 1, 3025141-2021-00122: screw 3, 3025141-2021-00123: screw 4, 3025141-2021-00124: screw 5, 3025141-2021-00125: screw 6, 3025141-2021-00126: screw 7, 3025141-2021-00127: plate.

Event description:
On (B)(6) 2021, an aculoc 2 plate was implanted in the patient, using multiple screws. At one month post op, all three screws in the distal row had broken. On (B)(6) 2021, the screws were removed and a aculoc 2 proximal long plate was installed.